Event description:
It was reported that bd unspecified bd infusion set was damaged and cracking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that tpn filters are cracking and they are wondering if it is the pump pressures. Verbatim#: rcc received a complaint via email. Email(s) attached. On the alaris IV pumps in the nicu profile it has an option in the pressure limit to be pump or selectable. Few questions. Has this always been the options? Has it always defaulted to pump? What does pump mean? Does this allow a pump to adjust the pressure to meet the needs of infusion (not sure if that makes sense)? What is the highest and lowest pressure allowed in pump settings? We are trying to resolve some issues in our unit and this information is needed urgently. Please let me know asap. I am able to go back 8 years on the nicu pump settings. Nothing has changed. Here is a copy of what has been in effect since october of 2015. I cannot comment on if the pumps themselves are functioning properly or not. Just what the library is telling the pump to do. Thanks (B)(6)! Yes team, this is urgent, we are investigating neonatal infections that are occurring. Our tpn filters are cracking and we are wondering if it is the pump pressures. Our vendor can¿t figure out why they are cracking and no other organization that uses that product is having this issue. We need to intervene immediately and look at the pumps, can someone assist us? Can you direct our nicu team to whom they should contact regarding their questions in the email chain below? Good afternoon! I just received this email from a customer who is having an issue with tpn filters cracking and they cannot figure out why. Can someone please assist them? Please see below. We will leave this one with product complaints. Medsafety will not engage at this point.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.